Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to communciate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to damaged wires within the trunk cable. The root cause of the damaged wires was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt was unable to communicate with a monitor.